Event description:
A copy of the patient's death certificate was received on 01/17/2012. It was indicated that the cause of the patient's death was a cerebrovascular accident (cva). The patient passed away in a hospital. Attempts for additional information regarding the relationship of the cva to vns therapy have been unsuccessful to date.

Event description:
Cause of death information obtained from the (B)(6) index was reviewed by the manufacturer which indicated that the patient's cause of death was stroke, not specified as hemorrhage or infarction. There is no allegation or other information indicating that the death is related to vns.

Event description:
Patient's lead and generator were received on (B)(6) 2016. The generator was unit was confirmed to be at end of service as result of normal battery depletion. The depletion was an expected event as determined by the battery life calculation and battery voltage measurement. A battery life estimation resulted in 0.00 years remaining before the eri flag would be set. The module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. An analysis was performed on the returned lead portion. The lead assembly (body) including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device.

Event description:
It was reported that the pt passed away. The cause of death, and the relationship to vns is currently unk. The devices will not be returned as they were not explanted after the pt passed away. Attempts for add'l info have been unsuccessful to date.